Manufacturer narrative:
Section b3: event date estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's aortic valve was partially opening on echocardiogram (echo) from three months ago ((B)(6) 2026).